Event description:
It was reported by the customer that a bd pyxis¿ es server stations are on critical override. The customer reported that they were unable to get the meds due to critical override and further confirmed that delay occurred during the dispensing. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6 correction: d1, d4, d10 and h4 upon investigation of the actual device used in this incident, it was determined that the four stations were on critical override. A technical support specialist remoted into the stations and set the carefusion coordination engine and just in time services to automatic delayed start. The tss ensured the services were running, and messaging flowed through carefusion coordination engine. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that a bd pyxis¿ es server stations are on critical override. The customer reported that they were unable to get the meds due to critical override and further confirmed that delay occurred during the dispensing. There were no adverse events or injuries reported based on this event.